Event description:
The patient underwent a pump refill with her hcp. During the pump calibration, the patient reported an intense itching sensation under the skin near the pump area. The patient stated that the nurse had wiped the area off with alcohol. The patient's spouse stated that shortly after his wife reported the intense itching that she experienced a "heavy sensation in her chest & arms & feeling as though she was having a heart attack." The patient took "nitro" and 911 was called. The patient's blood pressure was reported to be high. Paramedics brought her to the hospital and she was told that her heart was fine and that she experienced a "cardiac event" and had an "erratic EKG." The patient stated that the night after the refill, she was awakened in the night by a sensation that her pump was "on fire." Her spouse called 911 and the patient was brought to the emergency room again. An MRI was done and they "found nothing." Since the pump refill, she had not felt normal and her blood pressure had been "going through the roof." The patient was supposed to be having her pump refilled within a week. The patient's hcp was aware of the situation and subsequent hospital visit. The patient was at home at the time of this report. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).